Event description:
It was reported that on (B)(6) 2025, the patient underwent aortic valve replacement (avr) procedure with a 21mm epic plus supra valve and coronary artery bypass graft surgery (CABG). The annular diameter of the native valve was 21mm. Immediate post-operative, the patient had exertional angina and transesophageal echocardiogram (tee) showed mild aortic regurgitation (ar). On (B)(6) 2025, tte demonstrated progression to moderate ar. Subsequent tte performed on (B)(6) 2025 confirmed moderately severe ar (3+) with stable hemodynamics. There was no intervention performed for mid aortic regurgitation (ar). The patient was reported stable and discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of central regurgitation and aortic valve regurgitation was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The investigation was unable to determine the cause of the reported central regurgitation, aortic valve regurgitation, and angina. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.